Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 3.50 x 12mm stent delivery system was returned for analysis. No stent attached. Stent not returned. Crimp markings were evident on the balloon indicating correct stent positioning before dislodgement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgment occurred. The 80% stenosed target lesion was located in the mildy tortuous and moderately calcified mid left anterior descending artery. After passing as non-bsc wire and pre-dilation with a 2.0x15mm non-bsc balloon, a 3.50x12mm synergy stent was advanced to treat the lesion. However, the device failed to cross a previously placed stent and it was also noticed that the stent was migrated. The device was completely removed from the patient's body. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery. After passing as non-bsc wire and pre-dilation with a 2.0x15mm non-bsc balloon, a 3.50x12mm synergy stent was advanced to treat the lesion. However, the device failed to cross a previously placed stent and it was also noticed that the stent was migrated. The device was completely removed from the patient's body. No patient complications were reported.